Event description:
The customer reported that the unit was "oil misting." There were no reports of physical complaints related to the oil mist. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Oil mist: capital equipment, evaluated at customer site. The fse replaced oil mist filter, butterfly seal, o-ring, and thumb screw. Tested unit. Ran vacuum pump for 15min at 600mt and high plasma. No oil mist was noticed. Ran empty cycle. Unit meets manufacturer specs. Conclusion: customer letter was sent to all sterrad customers to reinforce the importance of cancelling the cycle, leaving the room and discontinue use of the unit until the unit is repaired if the mist issue occurs. A user guide excerpt that added a warning was sent with the customer letter. The asp device correction number: 2084725.